Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va18lks, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient¿s implant surgery had to be repeated because all the leads died out. The patient reported that they did not turn off the system prior to a spinal cord stimulation device implant surgery and that their problems with incontinence started right after that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.